Event description:
The customer reported their coulter lh 500 hematology analyzer gave diluent comparison out of limits errors in primary mode and 0.0 results for all parameters on samples run in secondary mode. Fse found a contained leak of 1 drop of liquid. There was no biohazard exposure to mucous membranes or open wounds. Erroneous results were not reported out. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) observed diluent comparison out of limits error and found that when the bsv (blood sampling valve) rotated it caused tubing attached to it to tear and leak a drop of liquid upon aspiration. Leak was contained inside the instrument. The diluent comparison out of limits error message halted instrument operation in primary mode. The fse replaced the tubing on the bsv to resolve this issue. (B)(4).